Event description:
It was reported that on (B)(6) 2025 at 2050 there was an over infusion of insulin. Insulin was to infuse at 10ml/hr; however, per report "800cc infused too fast". There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device 8100 had over infusion issue was not identified during the customer call. Data gathered and escalated to dchu.